Event description:
It was reported that the patient has high impedance (reported in MFR report #1644487-2022-00555). Information was received that the patient had a full explant due to possible infection. Surgeon was doing exploratory surgery due to high impedance. Patient had air pocket in generator area. After air pocket was identified, the surgeon spoke with patient's family and they decided it was best to have the whole system removed. Previous bloodwork did not show infection. Surgeon stated she would remove the electrodes of lead as well. Explant was due to possible infection not due to high impedance. Generator confirmed hp sterilized prior to distribution. Receipt of explanted devices is not required as it will add no value to the investigation.

Manufacturer narrative:
Device return and evaluation is not required as the root cause is already known.